Manufacturer narrative:
As reported by the legal team, plaintiff was admitted to for (B)(6) medical center under the care of (B)(6) for the purpose of undergoing an operation known as angiography of the right femoral catheterization on (B)(6) 2016. In the course of this treatment the surgeons performing the operation applied a "cordis exoseal" into the right femoral artery. After the surgery the patient was transferred to his room and almost immediately underwent a failure of the exoseal resulting in hemorrhaging causing him to undergo immediate emergency surgery with loss of blood, all of which affected his internal organs and resulting in serious injury. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The access site continues to bleed after plug deployment, or re-bleeds after pressure is released, or after the bandage is applied (up to one hour). As per instruction for use with post procedure patient management, observe that the puncture site is dry when light, non-occlusive pressure is released, apply an appropriate sterile dressing to the puncture site, assess the insertion site (as per hospital protocol) and ensure that the site remains clean and dry. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff was admitted to for (B)(6) medical center under the care of (B)(6) for the purpose of undergoing an operation known as angiography of the right femoral catheterization on (B)(6) 2016. In the course of this treatment the surgeons performing the operation applied a "cordis exoseal" into the right femoral artery. After the surgery the patient was transferred to his room and almost immediately underwent a failure of the exoseal resulting in hemorrhaging causing him to undergo immediate emergency surgery with loss of blood, all of which affected his internal organs and resulting in serious injury.